Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A specific cause for the reported event could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas could not be conclusively established. The submitted log file captured no abnormal trends in pump parameters were observed. Power ranged from 5.2-8.1 watts, estimated flow ranged from 4.1-8.9 low speed limit (lsl) , and average pulsitile index (pi) was between 4.1 and 6.5. It should be noted that odd sequences of power cable disconnect alarms were also observed intermittently throughout the file. The pump speed remained above the low speed limit for the duration of the file, including the power cable disconnect events. No additional atypical alarms were captured. The pump appeared to be operating as intended. There were no changes to the patient condition or anticoagulation status. There were no symptoms of hemolysis noted. Inr goal continues to be 2.5-3.5 and the patient will follow up in the vad clinic closely. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In reference to flow, this section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Additionally, this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's date of birth and age were not provided. The patient¿s gender was not provided. The patient¿s weight was not provided. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date are unknown. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016 and had a pump exchange on (B)(6) 2017. It was reported that log files were submitted for review due to reported flow and power spike. The patient was advised to come to the emergency room due to being status post guided tpa therapy in (B)(6) 2019 for elevated ldh and possible pump thrombosis. Log file submitted for review revealed no unusual events. The pump is operating as intended. During the ER visit, there were no changes to the patient¿s anticoagulation. The patient¿s flow was increased to 10 lpm and 10 watts. The patient¿s flows came back to baseline in the ER and no admission was warranted. The patient was assessed as an outpatient. Due to the patient history of elevated lactate dehydrogenase (ldh), the patient serial ldh weekly, closely followed in the outpatient setting of vad however no treatment rendered. The patent¿s inr goal continues to be 2.5 to 3.5. The patient will follow up in the vad clinic more closely. No additional information was provided.